Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer software incorrectly translated the ventricular capture management report. Instead of the (B)(6) reading "high thresholds", it was written as "high sensitivity". The current status of the programmer is unknown. No patient complications have been reported as a result of this event.